Event description:
The patient performed a blood glucose test before dinner using the suspect device. The result was 425 mg/dl. Pt then dosed insulin and passed out. Emergency medical technican came and they tested their glucose at 47 mg/dl. They treated pt with glucose until pt became conscious. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.